Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 384 mg/dl. In addition, it was reported that the customer experienced a low blood (bg) glucose level of 43 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer delivered the intended amount of insulin, but it ended up being too much insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.